Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndr ome. It was reported that the patient¿s battery had been removed because it was not working properly. The date of the event was unknown. The patient clarified that the ins was not covering their pain. The patient reported that they had the ins for 3 years and then had it removed. It was noted that the lead wires were left in the patient. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the ins was removed 6 years ago because it did not help with the patient¿s pain since implant. They stated that the ins was removed but the lead still remains implanted, as it could not be removed due to scar tissue. MRI guidelines were requested. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt searing around the epidural and ins site and was getting inadequate pain relief. It was stated that "the implant was revived to additional MRI testing." No further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID 39286-65 lot# (B)(4) implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the patient's lead displaced on (B)(6) 2011 and the patient had the battery removed on (B)(6) 2014. No further complications are anticipated.